Event description:
It was reported that the configuration ddd lv-only had to be changed to biv ddd mode, using a low rv output amplitude and high sensitivity, in order to obtain the impedance measurements. The patient has no rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of this particular device.the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified.the returned data was inspected. The data amount to a picture from the programmer screen. This picture documents the reported as-lvs rhythm. The pacemaker is programmed in ddd lv-only mode with t-wave protection set to on, thus, no lvp triggering after lvs.please note, by design, no impedance measurement is triggered by a lvs event. Thus, this observation is expected to occur when no rv lead is being used. When the rv path is used, the impedance measurement is automatically triggered by rvp or rvs events.as long as there is exclusively lvs, the impedance measurement will not take place. Thus, in this case, the device could be programmed such that there are occasional lvp or rvp events. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Analysis documents a normal and expected pacemaker behavior.